Event description:
It was reported intraoperatively, the valve was implanted using pledgets; however, after several attempts, the surgeon was unable to remove the pt from bypass. After five hours on cpb, the surgeon requested the assistance of another surgeon. It was found that the left main coronary artery was blocked which is the reason he had difficulty removing the pt from cpb. The surgeon that was called in to assist, removed the valve along with all the pledgets and implanted an sjm hp masters series valve. Despite the successful implantation of the masters series valve, the pt expired. It was reported the surgeon stated he rarely uses pledgets, only when there is a need to fill space and bulk in order to get the valve to seat correctly. The surgeon does not believe there was a product issue. Add'l info has been requested.